Event description:
It was reported that while using the ilet, the participant experienced episodes of hyperglycemia to about 330 mg/dl that occurred when the participant forgot to take insulin, representing an improper or incorrect use procedure related to user interface interaction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.